Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the prime test and excessive no delivery alarm test with no excessive no delivery alarms noted. The insulin pump was received with a cracked reservoir tube lip and minor scratches on the display window.

Event description:
Customer reported that she received a no delivery alarm during prime. Customer had just change the infusion set. Customer was instructed to disconnect and reconnect and run manual prime; insulin did exit the tubing. Customer stated the insulin pump alarmed no delivery. Blood glucose value is 202 mg/dl. Nothing further reported.